Event description:
Found during testing. According to the reporter, the device does not recognize when standard paddles are attached. There was no patient use associated with the reported event.

Manufacturer narrative:
The customer isolated the failure to standard paddles set. Physio-control provided part number and price to replace the set.